Event description:
It was reported the patient presented remotely via merlin.net complaining of shortness of breath. Review of the transmission revealed the right ventricular lead was oversensing far p-waves. No changes or interventions were reported. The patient was in stable condition.

Event description:
New information noted the far p-wave oversensing resulted in pacing inhibition. The patient was in stable condition.